Event description:
It was reported that log files were submitted concerning low flow events. The patient had ongoing issues with low flow alarms, including right heart catheter (rhc), computed tomography angiography (cta) of outflow graft, and echos without a cause found. They had a low flow controller. Event log file captured low flow alarm events on (B)(6) 2023. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. It was further reported that the patient underwent a pump revision on (B)(6) 2023. Upon initiation of surgery pump parameters were speed 5000, flow 2.3, power 3.2 and pi 11.3. Bend relief was appropriately attached when visualized. Upon removing the bend relief, the patient was found to have a thick substance forming in between the bend relief and outflow graft. This seemed to be located right that start of the outflow graft and continued up the duration of the bend relief. Surgeon extensively cleaned out the bend relief and then reattached. Surgeon then cut a line along the ribs of bend relief to allow exudate to escape. Bend relief was left in place. Patient's speed was increased, and pump parameters improved significantly as follows: speed 5700, flow 5.1, power 4.3, and pi 2.4. Speed was then backed down to 5,600 and fluid was given as patient had a pulsatility index (pi) event and then left ventricle (lv) looked small. The patient was stabilized, and surgeon began to close. Upon our departure patient/pump parameters were stabilized. Additional log file review captured low speed operation on (B)(6) 2023 at 0:43. The set speed (5200rpm) was set lower than the low-speed limit (5400rpm) causing the alarms. The event log also captured persistent pi events on (B)(6) 2023 from 08:03-15:44.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6 investigation findings: 4251 - undesirable presence of endogenous materials no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6 investigation findings: 4251 - undesirable presence of endogenous materials. Manufacturer's investigation conclusion: the reported extrinsic outflow graft (ofg) obstruction could not be confirmed. Review of the submitted log files confirmed low flow alarms. Although a specific cause for these events could not be conclusively determined through this evaluation, the account reported that the alarms resolved, and pump parameters stabilized following the outflow graft revision. It was reported that the patient had ongoing issues with low flow alarms. A right heart catheterization, computed tomography angiography of the ofg, and echocardiograms were performed with no cause found. The patient was then re-explored for further investigation of an ofg occlusion via thoracotomy approach. Despite fluctuations in pump flow during the procedure, the patient remained hemodynamically stable, and bypass was never initiated. The bend relief was appropriately attached when visualized. Upon removing the bend relief, a thick substance forming in between the bend relief and ofg was found. The substance was located right at the start of the ofg and continued up the duration of the bend relief. The surgeon extensively cleaned out the bend relief and then reattached it. A line was cut along the ribs of bend relief to allow exudate to escape, but the bend relief was left in place. The pump's speed was increased, and pump parameters improved significantly. The submitted system controller event and periodic log files captured ongoing low flow alarms between 12aug2023 and 27aug2023, and on 29aug2023. Despite these events, the pump appeared to have operated as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1, "introduction", provides an explanation of all pump parameters. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than the low flow limit. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. This section also explains that changes in patient conditions can result in low flow. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures," cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D is also currently available. Section 5, "alarms and troubleshooting", also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.